Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that, during an intraocular lens (iol) implant procedure, an attempt was made to insert the lens using a shooter and cartridge. The lens did not load properly. The nurse switched to another company shooter; however, the lens did not deploy properly. The lens was removed from the field and replaced with a new lens, which inserted appropriately with a shooter and cartridge on the first attempt. The nurse stated that the first lens could be shipped if required. The lens did not touch the patient, and insertion was not attempted. The nurse reported that, when the injector was taken from the scrub technician, the lens appeared to be in the wrong position, with both haptics coming out toward the same side. An attempt was made to inject the lens on the mayo stand to remove and reload it; however, it became stuck at the tip and would not be expelled. Forceps were used to remove the lens from the cartridge. The scrub technician believed that the blue injector may have caused the issue. Additional information has been requested but is not available at the time of this report.